Manufacturer narrative:
(B)(6). Device is combination product.

Event description:
It was reported that stent damage occurred. A 4.00x38mm promus element long stent was advanced for treatment; however, the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. F/g,promus element,mr,ous 4.00x38mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Damage was noted to the most distal stent strut row with struts stretched in distal direction. The crimped stent outer diameter of the undamaged mid stent was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion code is adverse event related to procedure.